Event description:
Olympus was informed that an unk number of pts who had underwent colonoscopy procedures using the referenced endoscope were tested positive for clostridium difficile (cdiff) and rotavirus. The culture test was performed as part of the service to the pts. The pts reportedly did not exhibit any symptoms. The user facility was said to have used a cup with saline to rinse the forceps without replacing it in between pts. Olympus followed-up to obtain additional information regarding this report with no further details provided.

Manufacturer narrative:
The device referenced in this report has been forwarded on to an independent lab for microbiological testing. The results are not yet available. This report will be supplemented if relevant and significant information becomes available at a later time.